Manufacturer narrative:
If additional information should become available, this event will be reopened and updated accordingly.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) and shock channels. The noise was oversensed and resulted in up to a 5 second pause of pacing inhibition. It was noted that all other lead measurements were stable and did not reflect any issues. Technical services (ts) discussed trying to recreate the noise. The device and lead were successfully replaced without complication.